Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the speed and flow values not appearing on the system monitor when the controller was in use was not confirmed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing, and the speed and flow values were always observed to be present on the test system monitor while the controller was in use. A log file was extracted from the controller; however, it contained no notable events within the timeframe of the reported event. The root cause of the reported event was unable to be determined through this analysis. The device history records for the system controller, serial number (B)(6), were reviewed and showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
When the patient was connected to the controller it did not show any speed or flow on the monitor. The controller was exchanged and will be returned. No alarms were reported. The issue resolved after the controller exchange.